Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure duration was 70 min. The adverse event occurred approx. 6 m post-procedure. There were no difficulties encountered during the procedure reported by the site. There was no medical intervention, flow diverter was successfully implanted. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was implanted successfully on (B)(6) 2022, about 6 months post procedure on 08-jun-2023 the patient had 2 episodes of acute cerebellar syndrome. MRI (magnetic resonance imaging) revealed recent ischemia in the right pica territory. The adverse event was recovered on the same day without any treatment. The adverse event had a probable relationship with procedure, subject flow diverter stent, and dapt (dual anti-platelet therapy). No additional information available.

Event description:
It was reported that the subject flow diverter was implanted successfully on (B)(6) 2022, about 6 months post procedure on (B)(6) 2023 the patient had 2 episodes of acute cerebellar syndrome. MRI (magnetic resonance imaging) revealed recent ischemia in the right pica territory. The adverse event was recovered on the same day without any treatment. The adverse event had a probable relationship with procedure, subject flow diverter stent, and dapt (dual anti-platelet therapy). No additional information available.

Manufacturer narrative:
H3 other text: the device remains implanted in the patient.